Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to a balloon valvuloplasty procedure. Reportedly, during device removal the foot plate stuck and would not return to the original position. After several attempts the device was removed from the vessel. A second proglide device was tested prior to use and the foot plate also got stuck, this device had no patient contact. Two additional proglide devices were used for successful suture placement. After the procedure the preplaced sutures of the three proglide devices that were deployed in the patient were used to achieve hemostasis. There was a clinically significant delay in the procedure due to the deployment of the additional two successfully deployed devices. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. It was reported that the proglide device was used in a morbidly obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese. (B)(4) - operator not trained. Per the instructions for use: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and/or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot not closing completely was not confirmed. The analysis of the device yielded the following observations. The lever was raised. The foot opened as intended without difficult. The lever was then lowered and the foot parked (closed) without difficulty. There was tissue observed between the foot and the guide. Based on a visual, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar foot not closing completely incidents reported for this lot. There is no indication of a product deficiency.